Manufacturer narrative:
The previous event description contained information irrelevant (information regarding the patient's previous devices) to this event which was also reported in manufacturer report # 3004209178-2017-13103 and # 3004209178-2017-13104. Any further information pertaining to these two reports will be reported under those manufacturer report numbers. The event description in this supplemental report has been updated accordingly, and reflects the most accurate information available at this time as it pertains to the device referenced in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient had an ins replacement due to normal depletion on the day of this report, but they were still having left side tremor afterwards. It was unknown at the time of this report if the ins had been programmed or if the patient had a programmer. A manufacturer representative (rep) later reported that after the ins replacement the 0/3 contact pair showed 16 ohms. The rep programmed the same settings from the old ins to the new ins, and the patient¿s tremor was slightly improved after turning the stimulation on. An hcp later reported via the rep that they programmed around the low impedance and got the patient¿s tremor under control. The ins showed 2.69 v, but it was unclear if this was the battery voltage or the programmed amplitude. No further complications were reported. The patient was implanted for essential tremor and movement disorders.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via the rep reported that they experience a jolt, loss of efficiency, tremor returns and they cannot eat or drink. It was indicated that it did not feel like stimulation was turned off. The return of symptoms occurs more in the right hand. The issue was described as happening suddenly and coming back suddenly within seconds and happens no matter what the patient is doing. It was noted the patient did not check their therapy state with their programmer. The patient was programmed on electrode 0/3 on the left-side device which had normal impedance readings, but upon re-testing showed high impedances on c/3, 0/3, 1/3 and 2/3. The right-side device had low impedances on 0/3 of 112 ohms at 0.7v, 75 ohms at 1.5v and 38 ohms at 3v. The right side is programmed on c/1 and therapy impedance was 729 ohms at 0.7v. It was noted the patient would follow-up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had a new ins placed today and the wife of the patient was frustrated because the patient was still having tremor. The caller wasn't sure if the ins had been programmed since it was placed today and they were unsure if the patient had a remote or not. It was suggested to the caller that they contact the neurosurgeon, (B)(6), who did the procedure to see if the patient had been programmed yet. No further complications were reported as a result of this event. Additional information was received from the manufacturer representative (rep) regarding the patient. The rep reported the patient had a normal battery depletion change out yesterday. It was reported the rep had not met with patient before until yesterday. It was reported during pre-operation, the rep ran an electrode impedance, contact 0/3 showed 16 ohms. It was reported that this was the device that controlled the left side. The physician recommended changing out both of the devices. After the change out, it was reported contacts 0/3 showed 16 ohms. The caller stated that the patient's device had been off for a couple of weeks, the physician turned it off to reserve the battery life. With the therapy off, the patient's tremor returned. The rep said they were told to program the same settings from the previous to the new ins. After turning on the stimulation on the new device, the patient's tremor was slightly improved but not better. It was reported the patient had an appointment with their neurosurgeon this morning. The rep called back and reported that the nurse let them know they were able to program around and got the tremors under control. They reprogrammed around the 0 and 3 contacts. It was reported 2.69 volts on a battery. The caller was unsure if this was the battery voltage or the amplitude and would contact back. The issue was resolved at the time of the report. No further complications were reported as result of this event.